Manufacturer narrative:
(B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) resulted in false positives. This is a report of 1 occurrence. Results were not reported to clinician or patient. The following information was provided by the initial reporter: this is a report about sensor adhesion of a bactec bottle. According to the customer's information, blood flowed into about 70% of the sensor at the bottom of the bottle, which caused a false positive.

Manufacturer narrative:
H6: investigation summary customer reported a sensor adhesion defect. Neither photos nor returned good samples were received. Retention samples could not be visually inspected/ tested for reported defect. Batch history record review was used for this investigation. Batch/sensor history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is unconfirmed based on batch history record review. Corrective actions preventive actions (CAPA) 2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. H3 other text : see h10

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) resulted in false positives. This is a report of 1 occurrence. Results were not reported to clinician or patient . The following information was provided by the initial reporter: this is a report about sensor adhesion of a bactec bottle. According to the customer's information, blood flowed into about 70% of the sensor at the bottom of the bottle, which caused a false positive.